Event description:
Complainant alleged that while attending to a pt, the device intermittently would not power up and when powered it would occasionally turn off inappropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.